Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being in the shower. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed battery out limit and the battery cap is stripped and cannot open properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing and was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm or blank display noted. The insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.